Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that med was loaded and says not available and they could not able to fix it. A technical support specialist had found concentration volume and total volume not compatible. Concentration volume unit of measure and the total volume unit of measure were not the same or cannot be converted compared problem medication cefazolin and worked medication ceftriaxone, both items were identical in configuration, but problem medication has value set for total volume and concentration, worked medication has total volume left blank and advised customer to reconfigure cefazolin without total volume as with ceftriaxone to resolve the issue. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es displayed an error: "not available, problem with the order amount for amount units", when every time nurse try to pull medications. There were no adverse events or injuries reported based on this incident.